Event description:
The surgeon went to suction during a tonsillectomy and inadvertently pushed the coag button rather than placing it's finger over the suction hole. The patient was burned on the mouth and lip. A second plastic surgeon consult was ordered, it appears plastic surgery will be necessary.